Event description:
It was reported that the customer experienced a blood glucose (bg) level of ¿40 something¿ mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed orange juice to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the reportedly, the customer requested and overrode the amount of the user boluses; this action was followed by the low bg event.